Manufacturer narrative:
Device analysis: an infusion catheter (ic) from an ekos endovascular device, 106x30cm, was returned for analysis. Visual inspection of the ic showed the connector was severed, and the lot number was unable to be verified. Microscopic visual inspection of ic showed that both the drug and manifold luers displayed cracking. The device was tested using a syringed filled with water to flush the line. During the line flush, the drug and manifold luers began to leak. It was noticed that the device leaked from the cracks on the drug and manifold luers. The reported event of a leak on the drug port was confirmed.

Event description:
It was reported that the ekos device experienced a drug leak during therapy and required device exchange. An ekos endovascular device, 106x30cm was selected for use in the bypass thrombolysis procedure. After approximately three hours of ekos therapy, a leak was observed on the drug port of the ekos device. The patient was returned to the catheterization lab, and the damaged ekos device was explanted and exchanged to complete therapy. No further issues were experienced with the new ekos device and there were no reported patient complications. The patient was reported to have received an adequate amount of lytic therapy.

Event description:
It was reported that the ekos device experienced a drug leak during therapy and required device exchange. An ekos endovascular device, 106x30cm was selected for use in the bypass thrombolysis procedure. After approximately three hours of ekos therapy, a leak was observed on the drug port of the ekos device. The patient was returned to the catheterization lab, and the damaged ekos device was explanted and exchanged to complete therapy. No further issues were experienced with the new ekos device and there were no reported patient complications. The patient was reported to have received an adequate amount of lytic therapy.